Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the wearable was reported to have failed after functioning for approximately three days. The patient was also using an omnipod insulin pump at the time. Approximately 1-3 hours following the wearable failure, the patient began experiencing symptoms including thirst, shakiness, sweating, and dizziness. A blood glucose (bg) measurement obtained using a bg meter showed a value of 38 mg/dl. The patient¿s parent assisted with treatment by administering orange juice. A repeat bg measurement showed an increase to 60 mg/dl. The patient did not seek care at a higher level of medical facility. At the time of reporting, the patient was described as ¿fine,¿ with no additional symptoms reported. Data investigation confirmed wearable sensor failure on (B)(6) 2025. The probable cause was determined to be very lowcount aberration. No additional patient or event information is available.